Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00951. It was reported that the patient experienced ineffective stimulation due to autoreducing. Diagnostics revealed high impedances on several contacts of one lead. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead has the issue, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the leads were explanted and replaced. Effective therapy was established post-operatively.